Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that by the patient's mother that already 3rd infusion set had fallen apart from 1 package. The infusion sets had fallen apart either at one side or on both sides where tubing connects with plastic part. No further information available.